Event description:
It was reported that the customer received a message requesting a minimum of 50 units of insulin be filled in the cartridge during the load process. Cold insulin was used. Tandem technical support assisted customer with loading a new cartridge with room temperature insulin to achieve an accurate fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.